Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery and status of the complaint device. The patient underwent bilateral removal and replacement with two 295cc mentor memorygel breast implant prostheses (catalog #: smpx295, right serial #: (B)(6) left serial #:(B)(6) the devices were inadvertently discarded upon explantation and are not available for product evaluation. Updated reason for device explant and/or reoperation: capsular contracture on (B)(6) 2021, mentor received additional information regarding the explantation date. The explantation date was 6-aug-2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 550cc mentor memorygel breast implant prostheses and experienced bilateral capsular contracture (left grade: IV, right grade: iii/IV) postoperatively. The patient states that she has been feeling breast pain since the implantation surgery, and her breasts are both sensitive to touch. In addition, the patient started to experience shoulder and back pain about one or two years ago. The patient states that annual mammogram results were normal. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.